Event description:
The patient reportedly could not tolerate utilizing the device. Programming adjustments were made, however, it did not resolve the issue. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was severed near the fantail and near the array, and slices in the silicone along the top cover prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. This is an interim report. Advanced bionics considers the investigation into this reportable event as closed. Legal proceedings have prohibited further testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. This is the final report. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16,

Manufacturer narrative:
External equipment was exchanged, however, it did not resolve the issue. The patient's device was explanted. The patient was reimplanted with another cochlear device. Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device will not be returned to the company. A review of device history record was completed and no anomalies were noted. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Legal proceedings have prohibited the testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the fantail and near the array, and slices in the silicone along the top cover prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented several of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across and between several electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A CAPA was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.